Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during rotator cuff repair procedure, the tip of the multifire scorpion needle broke off into the patient's joint. The tip was not retrieved, however, could not be identified in a post-op x-ray. The needle was discarded and the case as completed. Follow-up investigation: a copy of the x-ray has been requested from the facility. The rep was told that the patient had a thick cuff and the needle was fired multiple times; more than the usual 5-15. Unsure of the exact number of firings before breaking. The acromion was not mentioned in the description of the break.